Event description:
The following has been reported: pump for sales demos keeps giving pump problem alarm. Pump only used for sales demos so no patient harm. An initial review of the device logs reveals the following: electrical hardware failure (12v) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.

Event description:
The pump was returned for investigation. During investigation, a hardware failure of l16 after opening the pump for investigation was observed. The reported loss of 12v supply was due to component l16 broken off the main board.